Manufacturer narrative:
(B)(4). This complaint for system error 2267 (air and fluid) alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the cause of the alarms is use error - air was sucked into the disposable because the patient did not connect the supply bags properly. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during fill 4 of 5. The home patient (hp) stated that he had connected the wrong bag to the blue-clamp line, and the hc alarmed. The hp had cleared the alarm. The technical service representative (tsr) suggested starting over with new supplies or ending therapy early. The hp decided to end therapy early and would contact the nurse the following day. The hp stated that since he had attached the wrong bag to the blue clamp, he would need to end therapy to correct that problem. The hp ended therapy. During a follow up with the hp on regarding the reported issue, it was revealed that the issue was resolved, and verified that he had discussed the issue with the nurse who reviewed the proper procedure with him. The hp confirmed that he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No further information was provided.